Manufacturer narrative:
Incidental findings: bent pin on the main pcb data card reader. The reported event of the system monitor being dropped and was no longer functional was confirmed via the returned system monitor. The system monitor, serial number (B)(4) was returned to the service depot and evaluated under work order (B)(4). The unit was taken apart, troubleshot, and the reported event was able to be reproduced. The signal cable from the lcd was disconnected from its socket, causing the reported event. The unit was not repaired due to the customer not providing a repair purchase order, and was shipped back to the customer as is with a note reading ¿if the customer wishes to have the unit repaired in the future the estimate of repair costs is $3,090.00¿. The root cause for the reported event was determined to be the system monitor falling to the floor. The device history records were reviewed and the records revealed the heartmate system monitor serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on 15apr2014. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. The heartmate ii patient handbook and the heartmate three (3) patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the system monitor was dropped and was no longer functional. No additional information was provided.